Manufacturer narrative:
The event occurred outside of the (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display screen on the infusion device was black. The patient was admitted to the hospital because he was no longer able to treat his diabetes due to the infusion device being unavailable for use. It is unknown if the patient experienced symptoms. The blood glucose results at the hospital were not provided. The type of treatment was not provided. It is unknown how long the patient was in the hospital. No further information was provided.